Manufacturer narrative:
UDI section, is unknown, no information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. No product sample was received; therefore, visual and functional testing could not be performed. Due to fact that cuff leak was discovered during use (not before tracheostomy procedure by pretesting) it is the most probable that reported failure occurred due to contact with sharp edge which is in conflict with instruction for use. No trend of confirmed complaints in relation with this issue was identified. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the tracheostomy tube cuff ruptured within 24 hours of being inserted. This required the patient to undergo an unplanned trach change which is not without risk to the patient. No injury.